Event description:
During routine product inspection performed by the distributor, an eyelash was found between the inner and the outer sterile blisters of a vascular prosthesis. There was no pt injury since the device never reached the hospital.